Manufacturer narrative:
Updated d8, e2, e3, h3, and h4. Correction to d5- operator of the device is olympus. Corrected e1, g2 and h6- health effect - impact code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. There was no physical damage at the foreign object detection point. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual, chapter 3, preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a clogged nozzle by fibrous material. There were no reports of patient involvement.